Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension. On (B)(6) 2018, endologix was made aware of both bifurcated stent graft and a suprarenal stent graft extension were occluded. The patient was presented to the hospital on (B)(6) 2018 with pain in both legs and abdomen. A computed tomography (CT) scan demonstrated occluded bifurcated graft and cuff. A re-intervention was performed where both groins exposed, and thrombectomy catheters were passed through both iliacs, sfa's, and the abdominal aorta. The clot (occlusion) was removed. The main body and cuff were ballooned, followed by the placement of non- endologix stents in the common iliacs to successfully restoring flow through the stent graft and bilateral iliac arteries. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. This complaint is for the bifurcated stent graft only another report will be created/ submitted for the suprarenal stent graft extension.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices were not returned as the devices remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.